Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code 1734e references an e-pack kit. Are you able to provide the individual product codes/lot numbers of the suture devices where the needle separated from the suture? Note: events reported in 2210968-2021-01636, 2210968-2021-01637, 2210968-2021-01639, and 2210968-2021-01640. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a plastic surgery procedure on (B)(6) 2021 and suture was used. During the procedure, the needle became separated from the suture. The case was completed with no adverse patient consequences. No additional information was provided.